Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 3.1 cubie row b was shown as not detected in bus when user attempted to recover cubie pockets. A field service engineer logged into the system, accessed the storage configuration and noticed that an entire row was not visible. Then checked the hardware test application (hta) and confirmed the cubies were visible in drawer 3.1 of the auxiliary cabinet. After verifying the latest firmware and testing in hta, the fse rebooted the station. Later tested the drawer in hta, had the customer recover the storage space, and verify the functionality of the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies failed, and pyxis auxiliary half height drawer 3.1 cubie row b was shown as not detected on the bus when the user attempted to recover the cubie pockets. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.